Event description:
It was reported that there was oversensing in unipolar mode which was resolved by changing the r-wave sensitivity. The technical consultant stated that there was a possible outer conductor fracture, which might be due to a clavicle crush. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.